Event description:
Physician reported that the increase in seizures was not related to vns and that the neck swelling was related to stimulation. The device disablement was permanent and was for patient comfort. No other intervention is planned. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient experienced neck swelling and an increase in seizures during titration. The generator was disabled and then re-enabled in february. After the device was re-enabled, the neck swelling and increased seizures recurred. Device was disabled again no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.